Event description:
Intercostal drain to pleural space was being removed. As the device was grabbed and being pulled out of the pt's body, the distal broke off. A portion of the catheter remains implanted and will not be removed. Per the rn, the remaining portion of the catheter was not removed due to the age and condition of the pt and poses no health risk to the pt.